Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the device stopped working and the physician saw "metal shavings in the cavity". A second disposable device was used to remove the metal shavings and procedure completed. The patient was discharge home.